Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "an MRI scan was taken of a patient who had undergone surgery on the t2 humeral nail (3 x 4) in (B)(6). The patient had complained of severe pain in the surgical area at the time. This patient had a pathological fracture of the humeral shaft and the scan was taken in a 3t environment after contrast media had been administered."

Event description:
As reported: "an MRI scan was taken of a patient who had undergone surgery on the t2 humeral nail (3 x 4) in march. The patient had complained of severe pain in the surgical area at the time. This patient had a pathological fracture of the humeral shaft and the scan was taken in a 3t environment after contrast media had been administered."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Please note the corrections to b1 and h6 clinical signs code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.